Event description:
It was reported that following "some programming errors" customer has seen, they are requesting a future change to alaris software. The proposed change would alert users when a medication dose is increased/decreased by a certain percentage, even when within guardrail limits. There was no information on specific events or patient impact. The customer declined to provide further information.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.